Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se device was difficult to remove following clip deployment. The safety release steps were followed and the device was removed but the patient reported pain and extended manual arterial compression was applied (around 90 minutes) to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received stating that the procedure was a percutaneous transluminal angioplasty. Reportedly, the vessel locator wings failed to collapse during clip deployment. The location of the clip is unknown, probably extraluminal. Vessel damage was observed (a hole in the anterior arterial wall but probably only slightly larger than original 6 fr sheath size). Heparin was reversed with protamine and ultrasound probe pressure was held over the hole for 1.5 hours. A large left groin hematoma was noted. No additional information was provided.